Manufacturer narrative:
(B)(4).

Event description:
Based on the info received, the doctor's office ordered implant catalog#350-8004bc with lot#6701433/ serial# (B)(4). When the box was opened, the label on the packaging of the implant (clear bubble packaging) read (B)(4) 600cc, lot#6701431. The paper wrapper covering the plastic read (B)(4) with lot#6701433. The device was not implanted.